Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 (B)(4). Initial notes: cust called in reporting that for some the past 6 months she has been having issues with the reservoirs, as she will place the reservoir on the vile, but then she is unable to push the plunger down to pressurize the vial. Customer sts that she has 7 different ones to return. Obtained the following lots: lot: hg2f73 lot: hg28rac lot: hg20hjn but when requesting the 4th one, the call dropped.